Event description:
One patient sample with discrepant sodium results. Initial result gave 127 mmol/l. Same sample repeated three times giving 136, 135 and 134 mmol/l respectively. Initial result was reported. Patient rec'd treatment. Patient not adversely affected. The field service representative was unable to determine root cause. Performance tests was performed and within specification.